Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station stuck on blue screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 14780279 was performed from the date of manufacture, 07-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was stuck on a blue screen. The technical support specialist (tss) determined station experienced repeated crashes due to a system-level failure. The med application logs were reviewed and showed no errors, while the event viewer logs indicated an error stating crash dump initialization failed. During an attempt to enable memory dump settings in windows, the station crashed again. To restore functionality, the station was reimaged and resynchronized. The tss then deployed the eset package. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station stuck on blue screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.